Event description:
It was reported that when the balance middleweight (bmw) guide wire was delivered through the introducer, it could not be retracted. So it was withdrawn together with the introducer, and force was used to remove the guide wire from the introducer. A new bmw guide wire with the same introducer, was used with no problem. The final patient outcome is satisfactory. There were no adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty to remove was not confirmed via returned device analysis. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.